Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was treated with bolus for high blood glucose level. Customer declined to troubleshooting for high blood glucose value. Customer stated that she took meal and change the set and she get high after lunch and she pulled it out and she got bent cannula. The insulin pump will not be returned for analysis.